Event description:
It was reported to boston scientific corporation in 2008, that a spyglass irrigation system used the same day was not working properly; the pump was functioning intermittently. There was no patient involvement.

Manufacturer narrative:
The suspect device has not been returned to the manufacturer for an evaluation; the cause of the reported malfunction is undetermined.